Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a cerebral spinal fluid leak during the implant procedure. The patient underwent a blood patch and the patient was doing fine post-operatively.